Manufacturer narrative:
A ge svc rep performed an onsite investigation and instructed the customer how to connect the screens. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the sys would not perform fluoroscopic x-ray intermittently. No pt injury was reported.